Manufacturer narrative:
Patient country: canada.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported by the patient that infusion set was leaking from site due to which hyperglycemia occurred within one day of use. High blood glucose level was 11.6 mmol/l. Patient replaced infusion set and resumed insulin successfully. No further information was available.